Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and chronic low back pain. The pump was explanted and replaced on (B)(6) 2017 due to a low battery and the reason for device removal was noted as ¿prophylactic removal of pump to avoid in-vivo battery depletion.¿ there was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.